Event description:
It is reported that the patient was revised for poly wear (oxidation).

Manufacturer narrative:
Evaluation summary: no surgical notes or x-rays were provided to clarify the complaint. No parts were returned for examination of the condition of the parts. High liner wear can occur for a variety of reasons some of which are described below: use of a conventional polyethylene liner in vivo for an extended period of time. Small head sizes can increase wear rates due to the smaller loading surface. Patient activity, no further assessment can be made regarding the wear reported in this case without more specific information regarding the issue. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.